Event description:
Medtronic (covidien) received the following report: during embolization using onyx 18 of a dural arterovenous fistula (davf) in midline superior or longitudinal sinus, the catheter (unknown if, apollo catheter or sonic catheter) became stuck and was left in place. Embolization was done by two distinct access of the middle meningeal artery. There was approximately 1 cm-2 cm of onyx reflux, for one artery, unknown amount of reflux for the other. The duration of the onyx injection was 14 and 19 min. There was a vasospasm. High force was applied during catheter removal, leading to voluntary catheter cut at the level of femoral artery. No further action was required. The patient recovered without sequelae on (B)(6) 2014. It was further noted that the patient recovered from the davf, except for some disorders in the visual field that remain stable.

Manufacturer narrative:
The onyx was not returned for analysis as it was consumed in the event; therefore, the event cause could not be determined. Based on the reported information, there is no evidence suggesting that the device was defective, but rather a procedure related event. In addition, the lot history record review was not possible since the lot number was not reported note: per the onyx IFU (instruction for use): do not allow more than 1 cm of onyx to reflux back over catheter tip. Excessive onyx reflux result in difficult catheter removal and potential entrapment. (B)(4).